Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker felt something was not right with the implanted device and was concerned about the status of the device. Patient was able to talk with the physician and was advised to go with the appointment next day. Boston scientific technical services (ts) referred back patient to the physician. This device remains in service. No adverse patient effects were reported.